Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately twelve (12) weeks post-implantation, the patient fell and sustained a tibial bone fracture. Subsequently, the patient underwent revision surgery to replace the tibial component. It was reported that all available information has been provided.